Event description:
It was reported that during an oophorectomy procedure, the hand activation on the instrument would not work. The case was completed with bi-polar without any pt consequence.

Manufacturer narrative:
Date sent: 06/22/2007. Information anticipated, but unavailable at this time.